Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced carbon bridge, co2 membrane, cl electrode tip and ise drain tubing to resolve the issue. The fse verified quality control passed and analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause for this event. Age or date of birth,weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported getting low anion gaps and questioning ise (ion selective electrode) patient results including sodium (na), potassium (k), chloride (cl), calcium (calc) and carbon dioxide (co2) on their dxc 600 pro clinical chemistry analyzer. The erroneous ise patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.